Manufacturer narrative:
(B)(4).

Event description:
It is reported that: "staff noticed that the catheter body had separated from the fins which hold the catheter in place." The issue was identified while testing, prior to use. Associated complaints 3006425876-2024-00421, 3006425876-2024-00557, 3006425876-2024-00556, 3006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553 and 3006425876-2024-00552.

Manufacturer narrative:
(B)(4). The customer provided seven images showing different arterial kits. All kits appeared to be opened. The customer returned one , opened arterial catheter set for analysis. It was noted that the catheter was removed from the guide wire and protective tubing. This confirms that the customer handled the device. No definite signs of use were observed on the sample. Visual analysis did not reveal any obvious separations on the catheter body; however, further analysis revealed that the catheter body showed significant evidence of stretching from the juncture hub to approximately 3.5cm from the distal tip. Kinking was also noted on the guide wire. The sales rep confirmed that the customer tested different samples and the catheter separated. Therefore, the circumstances surrounding the stretching likely occurred as a result of a pulling force applied by the customer during testing of inventory. The catheter body length measured 181mm, which indicates that the catheter body stretched between 95mm-99mm beyond the original length (per the catheter product drawing). The catheter body outer diameter (in an area affected by stretching) measured 0.74mm, which is not within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter body outer diameter (in the section not affected by stretching) measured 1.07mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. During normal packaging/assembly, the catheter body is placed over the guide wire which is then inserted into protective tubing. An attempt to reinsert the severed catheter body back over the guide wire was performed. The functional section at the distal tip was the only portion of the catheter that was able to pass over the guide wire. None of the stretched section was able to pass over the guide wire. Performed per IFU statement, "thread tip of catheter over guidewire". The indicates that the catheter body became stretched after being removed from the guide wire. The manufacturing and packaging facilities have been previously contacted regarding the observed stretching on the sample. Manufacturing confirmed that they have never seen this type of damage before. They also indicated that the catheter length and outer diameter undergo 100% inspection to verify that they are within specification. Similarly, packaging also indicated that they have never seen this type of damage before. During assembly of the guide wire to the catheter body, it would not be possible for this damage to occur as the catheter body would not be able to pass over the guide wire. A complaint history review for the reported failure mode (catheter separation) over the past 5 years (30-may-19 thru 30-may-24) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (hospital clinic de barcelona). No other similar complaints have been reported from any other customer. Kits containing this catheter are sold in over 40 countries. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a separated catheter body was not able to be confirmed through complaint investigation. Visual analysis revealed that the catheter body of the returned device was significantly stretched. No separations were observed. A device history record review did not reveal any relevant findings to suggest a manufacturing related issue. According to the description, the customer tested different samples to check for catheter separations. This testing likely contributed to the observed stretching; however, the state of the catheter prior to the customer handling cannot be confirmed. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: "staff noticed that the catheter body had separated from the fins which hold the catheter in place." The issue was identified while testing, prior to use. Associated complaints 3006425876-2024-00421, 3006425876-2024-00557, 3006425876-2024-00556, 3006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553 and 3006425876-2024-00552.